Event description:
It was reported that guidewire entrapment and guidewire tip detachment occurred. A samurai guidewire and drug eluting stent (des) were selected for percutaneous coronary intervention (pci) procedure. The target lesion was in the mildly tortuous vessel. During the procedure, guidewire became entrapped in the stent. While withdrawing guidewire, its tip broke. The presence of the guidewire was confirmed with intravascular ultrasound (ivus). Procedure was completed successfully, and no patient complications were reported.